Event description:
It was identified by the customer that the sensation 40 cc balloon set intended for use in the patient was defective. A guidewire was introduced into the set, however it could not be removed from inside the balloon. No harm to the patient was reported.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.